Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was 20 ml or less and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in the tubing at pinch valve pv37. The fse replaced the tubing to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).